Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a high glucose event overnight with a reported reading of approximately 400 mg/dl, received an occlusion alert, and changed infusion sites multiple times, noting one site with a bent teflon needle; after addressing the occlusion by replacing the site, blood glucose stabilized to 167 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of the event details and troubleshooting with site changes and resolution of the occlusion alert. Investigation of this case revealed evidence consistent with an infusion set or cannula issue, including a bent teflon needle and prior occlusion alert, which are consistent with impaired insulin delivery; no additional device malfunctions were identified after site replacement and glucose stabilization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.